Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a wrist arthrodesis procedure, the bur broke along the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that a damaged or worn attachment could have caused the bur to fracture. The customer had no further information on the attachment that was used in this event.

Event description:
It was reported that during a wrist arthrodesis procedure, the bur broke along the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.